Event description:
Upon checking a refill for a pt, I noticed that it was the wrong strength of levothyroxine. It was 125 mcg and should have been 112mcg due to the fact the original electronic transmission pops up on the screen. I double checked all the past fills and the only one in error was the refill. All fills prior were correct. Upon refilling a tech can change the drug (this should only be allowed on the substitute line not on the original line, qs1 is the only system I have worked on that allows this to occur). We phoned the pt and she stated she had not started on that bottle yet because she had missed doses / forgotten to take her medication. We asked her to return and get the correct strength. (B)(6). (B)(4).